Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, a total articular surface provisional instrument fractured while it was being removed during the trialing process. There was no surgical delay nor patient impact. It was reported that no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h3; h6; h10. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. A visual inspection of the returned item found it to exhibit signs of repeated use (nicked / gouged) and has fractured on the lateral side of the post feature. All pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.